Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the up arrow button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6) 2020 in the evening with blood glucose was over 1100 mg/dl. The customer's high blood glucose treated with insulin drip and manual injection. It was reported that insulin pump buttons stopped working which led up to event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that the insulin pump had unresponsive buttons. The insulin pump will not be returned for analysis.